Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown placed on the implant bone loss and implant instability caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant. Re-submission. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.